Event description:
Per complaint (B)(4), a healing screw was fused to the body of a dental implant. During attempts to remove for torque testing and restoration, the healing screw would not come out. When force was applied, the whole implant began to turn and eventually came out. Pain and inflammation were reported.